Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances over a period of three years, eventually reaching out-of-range values exceeding 125 ohms. Lead calcification was suspected. No adverse patient effects were reported. This rv lead remains in service.